Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood. The blood glucose level was 40 mg/dl. Customer blood glucose was 59 mg/dl and 100 mg/dl. Customer treated by drinking soda for low blood glucose. Customer also stated that he drive support cap was normal. The product will return for the analysis.